Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker system was removed and replaced due to an infected pocket. The patient was stable. Related manufacturer reference number: 2017865-2019-06330.